Event description:
On 11/30/98, the MFR's international rep/distributor informed the MFR via a faxed report of the following: the venous tubing was cut at the y-connection. No further details were provided.